Event description:
Customer reported that a pyxis medstation es system produced visible smoke. The reported smoke was reported coming from the device's half height drawer. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system produced visible smoke. The reported smoke was reported coming from the device's half height drawer. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and identified the affected components. The field service technician replaced the drawer's solenoid, controller board and interface board. Field service technician manually removed and connected all drawer trays. Drawer and trays tested and confirmed operational. Investigation pending: this report will be updated once the device is collected by the manufacturer and inspected.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, e3, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-jul-2020 to 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had visible smoke. A field service engineer tested the reconnected trays, pockets and replaced solenoid controller and interface board, to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis medstation es system produced visible smoke. The reported smoke was reported coming from the device's half height drawer. Patient involvement was not reported. Patient or user harm was not reported.